Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual examination noted that the instrument was received engaged with the loading unit. The loading unit was partially fired to the 1cm cut line and the jaws were clamped. The instrument retract knobs were retracted and the loading unit jaws opened. The loading unit was unloaded from the instrument without difficulty. Further examination of the loading unit found that the knife bar was deformed and there was damage to the cutting edge of the knife blade. Functional testing of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the deformed knife-bar assembly may occur when application over tissue that is beyond the recommended thickness range or when application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy procedure. The surgeon was trying to staple on the large cystic duct and the device clamped down and fired. The surgeon could not get the black knobs to pull back fully and the reload would not open. Had to cut around the tissue to get the stapler out. Currently the patient is okay.